Event description:
On (B)(6), 2008, the pt was implanted with three gore excluder aaa endoprostheses to treat the abdominal aortic aneurysm. The size of aneurysm was 50 mm. On (B)(6), 2010, a type ii endoleak from the inferior mesenteric artery was revealed. A coil embolization procedure was attempted bu unsuccessful due to the physician being unable to gain guide wire access. On (B)(6), 2010, a coil embolization procedure was performed to treat the type ii endoleak. The endoleak was resolved. On (B)(6), 2011, a follow up computed tomography revealed a type ii endoleak from a lumber artery and l3 or l4 inferior mesenteric artery. Aneurysm enlargement of 1cm was revealed. On (B)(6), 2012, the gore excluder aaa endoprostheses were explanted and replaced with y shaped vascular graft. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with tape ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: (B)(4).